Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was deemed inoperable as the ipg was unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.

Event description:
Additional information received identified the patient is stable.